Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The electrical continuity test failed. As a result, energy function of instrument would not work when the instrument was placed on a test system and energy pedal was activated. No physical damage to the conductor wire was found at the housing or at the wrist assembly. The instrument was disassembled and the conductor wire was found to be broken at the main tube - roll gear interface. Damage at this location is due to the wire getting pinched between the main tube and roll gear, which, over time, caused the wire to break as the instrument was articulated. This type of damage to the conductor wire likely occurred during the assembly process and is not related to mishandling/misuse by the customer. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument 470205-17 n10180822 0190 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2700. The alleged event occurred on the 4th use of the instrument. No image or video clip for the reported event was submitted for review. Further technical review from an isi failure analysis engineer is not required because there is sufficient evidence in the failure analysis to suggest that a reportable malfunction has occurred. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted prostatovesiculectomy surgical procedure, the fenestrated bipolar forceps instrument did not pass energy and there was no error. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received as of the date of this report.